Event description:
It was reported that this pacemaker exhibited low right ventricular (rv) pace impedance measurements of less than 200 ohms at a generation change procedure. Technical services (ts) reviewed device data and noted that there was myopotential oversensing on the rv channel indicative of insulation failure and recommended lead revision. The physician chose to not replace the lead at this time. This pacemaker was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited low right ventricular (rv) pace impedance measurements of less than 200 ohms at a generation change procedure. Technical services (ts) reviewed device data and noted that there was myopotential oversensing on the rv channel indicative of insulation failure and recommended lead revision. The physician chose to not replace the lead at this time. This pacemaker was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt. Visual inspection of the pacemaker case and header noted no anomalies. The device was cut open and internal visual inspection noted no anomalies. Review of memory noted no suspicious fault codes or resets. It was confirmed that this device experienced normal battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.